Event description:
A female pt status post laparoscopic band placement about 17 months ago also had a history of multiple hernia repairs. The pt had good weight loss with the lap band but then had a new complication. There was an erosion of the lap band into the lumen of the stomach as well as an infection of the port. Subsequently, she had undergone removal of the port of the stomach, and earlier this month, she was brought back for the excision of the lap band.this is a known complication that occurs in approximately 1% of the cases.